Manufacturer narrative:
(B)(4). The xience prox is currently not commercially available in the us. The product listed and the PMA# listed are based on the predicate device (xience xpedition) and is therefore similar to a device sold in the us. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure to treat a lesion in the mid right coronary artery (rca) with moderate tortuosity, heavy calcification and 90% stenosis, pre-dilatation was performed. A 3.5x15 mm rx xience prox stent delivery system (sds) was advanced and while attempting to cross the lesion the stent dislodged and became lost in the distal rca. No force was applied against resistance during advancement of the sds. Reportedly, it was not possible to retrieve the stent with a 1.2 mm mini trek dilatation catheter. Four additional xience prox stents were implanted to embed the dislodged stent into the vessel wall. The procedure was completed with good result and the patient outcome was good. There was no reported clinically significant delay in the procedure. No additional information was provided.